Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues: polarity switch, suspected ventricular oversensing of ventricular high rate episodes, impedance and capture thresholds have drastically increased and are out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was a suspected rv lead fracture. The lead will be replaced.